Manufacturer narrative:
Investigation- the complaint device will not be returned for investigation and the customer did not provide any photographs of the complaint device. A review of the complaint history, device history record and quality control complaint device was conducted. No events related to the reported issue were found during a review of related manufacturing or quality records. Review of the associated device history record did not identify non-conformances that may be related to this reported incident. Due to the device not being available to inspection, a definitive root cause cannot be determined. However, it is feasible to suggest that material separation occurred due to the kink weakening the integrity of the tubing material. It is possible that the patient's condition could have caused resistance during insertion/manipulation of the device, which could have led to the device kinking. Alternatively, it is possible that the kink could be associated to the handling of the device during the procedure. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Procedure: plain old balloon angioplasty (poba) against chronic total occlusion (cto) in superficial femoral artery (sfa) was conducted by retrograde approach from left popliteal artery. It was reported, the left popliteal artery was punctured, the dilator and sheath of the complaint micropuncture transitionless access set was inserted into the patients body. After the dilator was removed from the sheath, the physician attempted to continue the procedure. The sheath became kinked at the base, the part below the hub. Therefore, the dilator was reinserted into the sheath and retrieval of the sheath was attempted. However, the sheath separated at the kinked part despite the dilator being inserted in its inner lumen. The sheath separation occurred outside of the patients body, no fragments were within the patient. A competitor's 4 french sheath was used to complete the procedure. No additional details have been received.